Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported over two months later that they would contact the implanting physician to see if she has heard anything about this event since a clinic in the area had no record of this event.

Manufacturer narrative:
(B)(4).

Event description:
The patient's family member reported the patient experienced a loss of therapy. The patient had a fall three days ago which could be related to this event. The patient went to the emergency room and was waiting to be seen because he was not normal and his actions were really slow. When the patient was talking it was really hard to understand. The reporter did not know what testing they were going to do. It was also stated that the patient has fallen many times. The indication for use included parkinson's disease. Additional information has been requested to find out if any troubleshooting, actions, or interventions were taken. If additional information is received, a follow up report will be sent.

Event description:
The rep reported a little over a month later that there was no further information regarding this event.